Event description:
It was reported that a patent presented with an unspecified device anomaly noted on the patient's implantable cardioverter defibrillator. . The device was explanted and replaced on (B)(6) 2025. No information regarding patient symptoms was reported.

Event description:
New information received notes that the device was at elective replacement indicator at time of the procedure.